Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Interrogation of the device pre-procedure revealed that the right ventricular (rv) lead had noise and a low, out of range pacing impedance. When the device pocket was opened, it appeared that the suture that anchored the device was also sutured around the lead. The lead was connected to the pacing system analyzer, which revealed that there was intermittent capture, and the impedance was still low. The lead was capped and replaced, and the patient was asymptomatic and in stable condition.